Event description:
Patient had a panniculectomy on (B)(6) 2023. Incisions dressed with liquiband secure. Patient seen for post op on (B)(6) 2023- has significant rash/ contact dermatitis on incision sites and abdomen. Patient was prescribed creams/ointments/ and allergy medication for incision sites. On (B)(6) 2023- patient began having welts/ blisters at incision sites. Patient went to ER on (B)(6) 2023 due to pain from rash. On (B)(6) 2023- follow up at office and reports :incision healing appropriately with the exception of eczematous papules coalescing into plaques on mid abdomen. Resolved by appt on (B)(6) 2023.

Manufacturer narrative:
The complainant reported patient had a panniculectomy on (B)(6) 2023. Incisions dressed with liquiband secure. Patient seen for post op on (B)(6)2 023- has significant rash/ contact dermatitis on incision sites and abdomen. Patient was prescribed creams/ointments/ and allergy medication for incision sites. On (B)(6) 2023- patient began having welts/ blisters at incision sites. Patient went to ER on (B)(6) 2023 due to pain from rash. On (B)(6) 2023- follow up at office and reports :incision healing appropriately with the exception of eczematous papules coalescing into plaques on mid abdomen. Resolved by appt on (B)(6) 2023' as per FDA 21 cfr 803.3, a 'serious injury' is defined as: 'an injury or illness that: is life threatening; results in permanent impairment of a body function or permanent damage to a body structure; or necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.' The patient in this case required medical intervention in the form of creams/ointments/allergy medication and also went to the ER to preclude permanent impairment of a body function or permanent damage to a body structure, therefore this event meets the definition of a serious injury.